Manufacturer narrative:
A ge service representative performed an onsite investigation. The celeron single board computer and the high voltage cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a "collimator iris is too large" and a "system" error message. No pt injury was reported.